Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
The patient reported that on the morning of the report they accidentally held their pain pump programmer over their implantable neurostimulator (ins) instead of their pump and tried to give themselves a bolus. They thought this caused something to happen to their ins because the recharger and programmer were showing poor communication when trying to communicate with the ins. They could not connect to their ins using either the programmer or recharger. The patient had been in pain for 2 to 3 days prior to (B)(6) 2016. The patient met with a manufacturer representative on (B)(6) 2016 and the manufacturer representative checked the recharger and it was not working. The recharger would not charge and the connector seemed okay. It was noted that the patient had not felt stimulation or successfully recharged since the month prior to (B)(6) 2016. The ins was fully charged at that time. They had not been charging because they were not using their stimulator. The patient was sent a replacement recharger. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.